Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 490 mg/dl. Customer was lightheaded, felt nauseous and treated their high blood glucose with the insulin pump. Customer adjusted their basal rates, changed out their site and their reservoir. Customer was unable to complete the troubleshooting process due to line being disconnected. Customer had bad reception and was unable to be reached to further troubleshoot the insulin pump.